Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of ¿green goo¿ in the patient¿s controller was confirmed. The heartmate 3 system controller (serial number: (B)(4) was returned for analysis and a log file was downloaded and showed events spanning approximately 25 days (04jun2022 ¿ 28jun2022, 08jul2022 per timestamp). Events occurring on (B)(6) 2022 were recorded during testing at abbott. The driveline was disconnected on (B)(6) 2022 at 09:08:49 for a system controller exchange. There were no notable alarms active in the log file. The returned system controller was functionally tested and passed all testing. The controller operated the pump without any alarms or issues activating. Upon initial observation of the controller, green fluid was found on the connectors of the power cables. The cables were stripped to examine the integrity of the underlying wires. Upon removing the outer jacket of the power cables, fluid ingress, due to oxidation of the conductors within the cable, was found under the outer jackets of both power cables. Additionally, slight fluid ingress was found within the controller. The fluid ingress did not affect the controller¿s ability to operate as intended. A root cause for the reported event was unable to be conclusively determined through this investigation. The device history records were reviewed and the records revealed the heartmate 3 system controller (serial number: (B)(4) was manufactured in accordance with manufacturing and qa specifications. Heartmate iii instructions for use section 7 entitled ¿alarms and troubleshooting¿ and heartmate iii patient handbook section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms. Heartmate iii instructions for use section 8 entitled ¿caring for the equipment¿ and heartmate iii patient handbook section 6 entitled ¿caring for the equipment¿ addresses how to properly care for, maintain, and store the equipment for proper use. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the clinic staff saw ¿green goo¿ in the patient's controller. The system controller was exchanged.